Manufacturer narrative:
Method: the sample has been received for an evaluation and investigation. A visual examination was performed on the returned unit and a review of the device history record (DHR) for the lot number reported. Results: evaluation and investigation results will be provided once completed. Per the DHR review, there were no reworked, special conditions, or related nonconformance reports (ncrs) for this reported lot number. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: our investigation and evaluation is currently in progress, once completed, a follow-up report will be submitted. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.

Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: unk. Cathplace: unk. {please reference a previous report tha has already been submitted 2026095-2014-00046/(B)(6). The distributor has submitted additional information on (B)(4) 2014 for an additional device.} it was reported by our distributor that an additional used easypump was flowing too fast. Two additional easypumps unused in original packaging will also be returned. As reported by the distributor: function too high.